Event description:
The momentary safety switch did not operate as designed, in that it failed to shut off when released. Visual examination of the switch and its components revealed that one of the springs was mising from the switch-case. The switch did shut off when released, however, it was possible to activate the heat with only slight pressure.